Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The central processing unit, anesthesia control board and the power controller were replaced. The unit was returned to service. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that the unit had a system failure. Cycling power reportedly resolved the error. There was no report of patient involvement.